Event description:
Additional information stated the patient thought interstitial cystitis and catheterization was caused by her implant.

Event description:
It was initially reported the patient never had therapeutic effect. It was stated the patient misunderstood what the therapy would do for them. The patient was working with a pain management doctor to determine if the device would help with their urinary pain. It was later reported on (B)(6) 2013 that the patient was on antibiotics because she was having issues when it comes to voiding--she was holding urine in longer and this was causing her to get infections. The patient was experiencing general discomfort with the placement of the device against the bone. The patient was under the impression when she got the device it would treat her pain but it had not. The patient was experiencing never having therapeutic effect. The patient had not been reprogrammed. The patient had questions regarding the removal of the device. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
After additional review, it was noted that the patient healthcare provider informed them that they needed to go on the catheter because the patient¿s bladder was not emptying out properly. The patient was wondering if the device could have started the problems because the patient need to empty the bladder and patient believes device was to help cut down the number of times the patient urinated. It was noted that the patient was doing better on the antibiotics. It was noted that the implanted location was bugging the patient.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va00ee6, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had an appointment scheduled for (B)(6) 2013 but canceled it. The last time the health care provider (hcp) saw the patient was on (B)(6) 2013